Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument involved with this complaint and completed the device evaluation. The reported event was not confirmed through failure analysis investigation. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed all tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and were aligned. The instrument passed the clip test. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical radical prostatectomy with lymphadenectomy procedure, the large clip applier instrument failed during clip application. The information indicated that the instrument was not clamping really tight, the clip cannot be clamped. The instrument was removed and replaced to the backup. Following this, the user continued and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The instrument initially worked for the clip application. A hem-o-lok clip was used at the time when the clip application failure was observed. The surgical task was completed by using a third-party laparoscopic instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large clip applier instrument; however, the investigation is in progress. A follow-up MDR will be submitted post failure analysis evaluation.